Manufacturer narrative:
No product was returned; therefore, the reported complaint could not be confirmed and the root cause could not be determined. If the product is returned, this complaint will be reopened for further investigation. No serial number was provided; therefore, a device history record (DHR) review could not be conducted.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the product had a leak. Upon inspection, the extension set tubing connection was not too loose, but able to be separated easily. White pump particulate appeared underneath the tubing portion that goes across top of the cassette. The black bag and entire pump had 5fu crusted on it. Patient not affected. No patient injury reported.